Event description:
It was reported that the stent came off. A 12x 3.00mm promus elite and a guidezilla guide extension catheter were selected for use. During procedure, it was noted that the stent came off when pulled back into the guidezilla. No patient complications were reported.